Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up visit, there were various changes in threshold seen and the pacing lead impedance had decreased. An x-ray showed lead damage. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.